Event description:
The customer reported to vyaire medical that when the tidal volume of ltv 1200 was set between 350-450, the tidal volume was reading 3l. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). The customer reported that they will not return the device for evaluation. Therefore, no root cause could be determined. However, the customer who received the unit stated that when he received and tested the unit, it was operating within specifications. The customer performed a general check out and returned the unit to service. The customer confirmed that the device issue was resolved and the issue could not replicate. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.